Manufacturer narrative:
The investigation confirmed the reported event. The root cause was manufacturing process related. The corrective action for the failure mode has been addressed under (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Packaging is labeled 12.5mm insert, however the product inside is marked as 10mm.